Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient experienced sepsis, hematemesis and multiorgan failure. In (B)(6) 2015, a 30mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. There were no recaptures performed during the procedure and a complete seal of the laa was observed. During this procedure, the patient experienced sepsis with multi organ failure secondary to iatrogenic tee related esophageal tear. The patient also experienced hematemesis with 40cc of fresh blood plasma/transfusion. In (B)(6) 2015, the patient experienced multiorgan failure and expired.